Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering leading to lows. The customer¿s blood glucose level was in the 40 mg/dl range at the time of the incidents. The customer had tried changing their carb ratio, using temp basals but it did not work. The customer did not mention how they treated. The customer did not mention any symptoms. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event, but the customer was going on and off auto mode. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will not be returned for analysis.